Manufacturer narrative:
Rb (B)(6) 2025 hpc lot # - 06240 st lot # - 202403 customers complaint was not rectified, unit have been running for 30 minutes and no faults were found. Unit have been calibrated and tested to factory's specs. **customers insert may be clogged, which can restricts water flow, thereby heating up the hpc and the st*** the DHR review for this complaint is not required because the product was returned for evaluation and no fault was found. No further action is required.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron select sps g124 they allege that the inserts and handpieces are heating up. No injury was reported from the alleged event.